Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went onsite and replaced the proximal set up joint to correct the errors issue. The system was tested and verified as ready for use. The proximal set up joint unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site encountered recoverable faults on universal surgical manipulator (usm1). The customer kept pressing recover, but then the system goes into a non-recoverable fault. The customer restarted the system, but the issue remained. Customer undocked usm1 and finished the case with three usms. A technical support engineer (tse) reviewed live logs and noted error 31199 and 1126 on armnet 1 (ac_1a). The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury or negative impact to the patient. The system was inspected prior to use and no issues were noted during set up. The case began with four usms and completed with three usms after the faults.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the proximal set up joint (psuj) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. The psuj was put on psc fixture test platform (pfpt) machine where it passed all tests. A log review showed errors pointing to axes controller set up (acu). As a fix, the acu will be replaced.

Event description:
Refer to h10/h11 for follow-up information.